Event description:
A minimum fill notification was reported, leading to an increase in the customer's blood glucose level, although the specific value remained unknown and was displayed as "high." The customer managed the high blood glucose by taking a correction injection through multiple daily injections (mdi) without requiring third-party assistance. Initially, attempts to resolve the issue by reloading the same cartridge were unsuccessful. However, with guidance from technical support, the customer loaded a new cartridge onto the pump, successfully resolving the issue and allowing them to resume insulin delivery.